Event description:
It was reported that this right atrial (ra) lead exhibited lead dislodgement which was accidentally caused by the fellow physician during a therapy upgrade and subsequently confirmed via fluoroscopy. This ra lead was explanted, replaced with a different model and will be returned for analysis. No additional adverse patient effects were reported.